Event description:
It was reported that the patient with this right ventricular (rv) lead stated that their remote communicator displayed a red call doctor icon (rcd) due to high out of range shock impedance measurements. The plan is to further evaluate and troubleshooting options were provided. No adverse patient effects were reported. This rv lead remains in service.